Event description:
A registered nurse (rn) reported that this peritoneal dialysis (pd) patient was at a nursing facility due to muscle weakness and became ill. Subsequently, the patient was diagnosed with peritonitis and sepsis. The patient was transitioned to hospice. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and thirteen pages of hospital records. On (B)(6) 2022 the patient was transferred from the nursing facility to the emergency room (ER) due to altered mental status. The patient was noted to have a long and complicated medical history including chronic hypotension and bipolar disorder. The patient was moaning and groaning and complained of some abdominal pain. The patient was found to be hypotensive with blood pressure (bp) in the 50s (unspecified). The patient was only alert and oriented x1 verse her normal baseline of alert and oriented x3. Intravenous (IV) fluids were administered and IV levophed was prescribed 16mg in d5w 250ml continuously at 0.6-50mcg/min. A central line was placed, and blood and pd effluent cultures were obtained. The patient received a dose of levaquin (dose unknown) and was initially recorded to start on meropenem and vancomycin; however, there are no records under medications for the meropenem. The patient was prescribed vancomycin (dosing per pharmacy, route, frequency, and duration unknown) and intraperitoneal (ip) cefepime 1g daily in 1.5% delflex 2,500ml. Additionally, the patient had computed tomography (CT) of the chest which showed small left pleural effusion with adjacent confluent opacity favoring atelectasis in the right basilar atelectasis. The patient was admitted to the intensive care unit (ICU) with a diagnosis of peritonitis related to peritoneal dialysis and septic shock. No culture results were documented in the records. The white blood cell (wbc) count on (B)(6) 2022was 5.59 (unknown units) and 2.05 on (B)(6) 2022. The patient required steroids and pressors for resistant hypotension, but eventually came off the pressors. A nasogastric (ng) tube was placed for nutrition due to a failed swallow test. Psychology was consulted due to the patient¿s delirium. The patient was transferred out of ICU on (B)(6) 2022. The physician noted the patient has a high probability of sudden, clinically significant deterioration requiring the highest level of physician care. Palliative/hospice was consulted with the patient¿s family regarding goals of care. On (B)(6) 2022the patient was discharged to a hospice facility and pd therapy was discontinued. The patient was to continue the cefepime but it was changed to 1g injection until 20/aug/2022 instead of ip. Additionally, the patient was to continue tylenol 325mg 2 tablets by mouth every 6 hours for pain and zinc oxide 20% ointment to be applied every 12 hours (twice a day) to the buttocks and as needed for incontinence. All other medications were stopped. No additional information was provided.

Manufacturer narrative:
Corrected information: b6 and b7.

Event description:
A registered nurse (rn) reported that this peritoneal dialysis (pd) patient was at a nursing facility due to muscle weakness and became ill. Subsequently, the patient was diagnosed with peritonitis and sepsis. The patient was transitioned to hospice. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and thirteen pages of hospital records. On (B)(6) 2022 the patient was transferred from the nursing facility to the emergency room (ER) due to altered mental status. The patient was noted to have a long and complicated medical history including chronic hypotension and bipolar disorder. The patient was moaning and groaning and complained of some abdominal pain. The patient was found to be hypotensive with blood pressure (bp) in the 50s (unspecified). The patient was only alert and oriented x1 verse her normal baseline of alert and oriented x3. Intravenous (IV) fluids were administered and IV levophed was prescribed 16mg in d5w 250ml continuously at 0.6-50mcg/min. A central line was placed, and blood and pd effluent cultures were obtained. The patient received a dose of levaquin (dose unknown) and was initially recorded to start on meropenem and vancomycin; however, there are no records under medications for the meropenem. The patient was prescribed vancomycin (dosing per pharmacy, route, frequency, and duration unknown) and intraperitoneal (ip) cefepime 1g daily in 1.5% delflex 2,500ml. Additionally, the patient had computed tomography (CT) of the chest which showed small left pleural effusion with adjacent confluent opacity favoring atelectasis in the right basilar atelectasis. The patient was admitted to the intensive care unit (ICU) with a diagnosis of peritonitis related to peritoneal dialysis and septic shock. No culture results were documented in the records. The white blood cell (wbc) count on (B)(6) 2022 was 5.59 (unknown units) and 2.05 on (B)(6) 2022. The patient required steroids and pressors for resistant hypotension, but eventually came off the pressors. A nasogastric (ng) tube was placed for nutrition due to a failed swallow test. Psychology was consulted due to the patient¿s delirium. The patient was transferred out of ICU on (B)(6) 2022. The physician noted the patient has a high probability of sudden, clinically significant deterioration requiring the highest level of physician care. Palliative/hospice was consulted with the patient¿s family regarding goals of care. On 13/aug/2022 the patient was discharged to a hospice facility and pd therapy was discontinued. The patient was to continue the cefepime but it was changed to 1g injection until (B)(6) 2022 instead of ip. Additionally, the patient was to continue tylenol 325mg 2 tablets by mouth every 6 hours for pain and zinc oxide 20% ointment to be applied every 12 hours (twice a day) to the buttocks and as needed for incontinence. All other medications were stopped. No additional information was provided.